Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, the patient experienced discharge, bad smell and infection from peg tube area. The physician stated that the peg tube needs to be replaced and that the patient would be hospitalized due to start to antibiotic treatment. On (B)(6) 2017, the patient was hospitalized to replace the peg tube and started unknown antibiotic treatment. The patient could not report the name of the antibiotic..